Event description:
It was reported that post implant of a realize adjustable band, the surgeon suspected a band slippage. The patient had difficulty swallowing on (B) (6) 2010 and an upper gi was done. On (B) (6) 2010 continued to have difficulty swallowing. The volume in the band was 5.8ccs. 2.8ccs of fluid was removed from the band. It was determined that the orientation of the band shifted to the 10 o'clock to 4 o'clock position, at that time and additional 3ccs of saline was removed. On (B) (6) 2010, the surgeon fixed the slippage by removing the plication suture and pulled the band back into place. Cautery was used to break down the scar tissue then 2 plication stitches were placed. The patient was discharged home.

Manufacturer narrative:
(B) (4). (B) (4). Information unavailable, device not returned for analysis. Band remains implanted.